Event description:
It was reported that the procedure was to treat a left renal artery. A stent was deployed in the lesion; however, a perforation occurred which required treatment with a graftmaster stent. The 4.0 x 19 mm graftmaster stent was implanted; however, the perforation continued to leak. A 3.5 x 19 mm graftmaster stent was then deployed proximally. Angiography revealed improvement of the perforation; however, there was still a small leak. The patient became hemodynamically stable and was transferred to another facility for observation. The patient remained stable and no additional treatment was needed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional 4.0 x 19 mm graftmaster referenced is being filed under separate medwatch report.